Event description:
Lipids administered at 21ml/hour in 250ml/bag. Began lipids at 2030 and were intended to run until 0830 the following morning; however, infusion completed at 0400. Pump indicated that it was running at 21ml/hour. However, it appears to have been running at a faster infusion rate.